Manufacturer narrative:
Date rec¿d by MFR : 24jul2019, date of report : 29jul2019. The customer confirmed the reported thumbwheel issue. The customer reported that the damaged thumbwheel had been repaired. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 02may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the thumbwheels that hold the ventilator to the stand were broken. There was no patient involvement.